Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was out of calibration. Analysis did find that the lower case and both bail covers were broken and that the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator was out of calibration. The generator was returned for service. No patient compl ications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator was out of calibration. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.